Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Fse report - touch screen unresponsive intermittently. Display panel was replaced.

Event description:
The customer reported, "touchscreen display is unresponsive" using the vela ventilator. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.

Manufacturer narrative:
Failure analysis: received vela front panel and conducted a visual inspection. Visible ingress moisture residue on the front display panel. Front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration per service manual. Touch display interaction was successful and can be calibrated. No further actions were taken or required. Findings/root-cause: reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touchscreen. This is considered a known issue.